Event description:
It was reported that customer experienced 6a alarm related to cartridge on insulin pump, with no further event details available. There was no reported impact to the customer¿s blood glucose level. Customer¿s report was later confirmed, pump was planned for return and inspection, and customer received replacement pump from distributor.